Event description:
It was reported that prior to a laser lithotripsy procedure, the fiber packaging was found open and therefore non-sterile. The procedure was completed using another of the same device. There were no patient complications.